Manufacturer narrative:
The customer found drops falling from a sipper probe. The customer performed a liquid flow path cleaning and replaced the pinch tubes. A field engineering specialist performed unspecified service activities and resolved the issue. The event occurred in: (B)(6).

Event description:
The initial reporter complained of multiple questionable results from their cobas 6000 e 601 module following the discovery of qc results that were considered unbelievable. From the elecsys t4 assay data provided for 5 patients, 4 had discrepant high t4 results. The customer also provided a discrepant high elecsys ft4 assay result for 1 patient. For patient 1: the initial t4 result was > 320.0 with a data flag and repeat result of 117.8. For patient 2: the initial t4 result was > 320.0 with a data flag and repeat result of 116.7. For patient 3: the initial t4 result was > 320.0 with a data flag and repeat result of 96.92. For patient 4: the initial t4 result was > 320.0 with a data flag and repeat result of 90.24. For patient 5: the initial ft4 result was 88 with a repeat result of 17.26. No units of measurements were provided. The results in question were reported outside of the laboratory. The ft4 and t4 reagent lot information was requested but was not provided.